Event description:
(B) (6)it was reported that following a coronary drug eluting stenting treatment procedure, the patient developed in-stent restenosis.the 24mm and 99% stenosed target lesion was located in the mid left anterior descending coronary artery (lad), which had a reference vessel diameter of 3.0mm. The lesion was predilated and the 3.0x28mm taxus express2 stent was implanted with 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel.at 259 days post index procedure, the patient was diagnosed with 60-70% in-stent restenosis during a routine coronary angiogram at the 9 month follow up visit. However, no treatment was performed. At 465 days post index procedure, the patient had a positive nuclear stress test. At 25 day after the stress test, the patient underwent coronary angiography which confirmed significant target vessel and in stent restenosis. There was 30% stenosis in the moderately calcified proximal lad. There was 85% stenosis in the mid lad, and 95% in-stent restenosis. There were minor luminal irregularities in the distal lad. A 6fx100cm jl 3.5 guide catheter was advanced to the target vessel. A non bsc 0.14x190cm guidewire was used to cross the lesion. A 3.5x15mm non bsc balloon was used to predilate the lesion using 4 inflations at a maximum pressure of 10atm. A 3.25x15mm non bsc balloon was then advanced to predilate again, with 6 inflations and a maximum pressure of 10atm. The guide catheter was replaced with a different 6frx100cm 3.5 non bsc device and the guidewire was replaced with a different 0.14x190cm non bsc device. A 2.25x6mm flextome cutting balloon was advanced to the target lesion and was inflated once with a maximum pressure of 3atm. A 3.5x15mm non bsc balloon was then used to dilate the lesion using 2 inflations with a maximum pressure of 15atm. Intravascular ultrasound (ivus) was performed with a 2.5fx135cm non bsc imaging catheter. A 3.0x28mm promux rx stent delivery system was advanced into the target lesion, and deployed at a maximum inflation pressure of 14atm. The stent was post dilated using a 3.5x15mm non bsc balloon with 2 inflations and a maximum pressure of 17atm. Ivus was conducted again using a 2.5fx135cm non bsc imaging catheter. A 3.5x8mm quantum maverick balloon catheter was advanced into the stent and inflated 2 times with a maximum inflation pressure of 18atm. Ivus was performed with a 2.5fx135cm non bsc imaging catheter. A 3.0x6mm flextome cutting balloon was advanced into the target lesion, and inflated 2 times with a maximum inflation pressure of 12atm. There were no complications during the procedure, and it was reported that there was 0% residual stenosis post procedure. Timi flow was 3 pre and post procedure.it was further reported that at the time of the event, in the proximal lad, there was 85% proximal stenosis, and 95% restenosis of the mid lad. The patient was discharged one day post reintervention on aspirin and clopidogrel. Per the opinion of the physician, the device-event causality is "probable".

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The 24mm and 99% stenosed target lesion was located in the mid left anterior descending coronary artery (lad), which had a reference vessel diameter of 3.0mm. The lesion was predilated and the 3.0x28mm taxus express2 stent was implanted with 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. At 259 days post index procedure, the patient was diagnosed with 60-70% in-stent restenosis during a routine coronary angiogram at the 9 month follow up visit. However, no treatment was performed. At 465 days post index procedure, the patient had a positive nuclear stress test. Twenty five days after the stress test, the patient underwent coronary angiography which confirmed significant target vessel and in stent restenosis. There was 30% stenosis in the moderately calcified proximal lad. There was 85% stenosis in the mid lad, and 95% in-stent restenosis. There were minor luminal irregularities in the distal lad. A 6fx100cm jl 3.5 guide catheter was advanced to the target vessel. A non bsc 0.14x190cm guidewire was used to cross the lesion. A 3.5x15mm non bsc balloon was used to predilate the lesion using 4 inflations at a maximum pressure of 10 atm. A 3.25x15mm non bsc balloon was then advanced to predilate again, with 6 inflations and a maximum pressure of 10 atm. The guide catheter was replaced with a different 6frx100cm 3.5 non bsc device and the guidewire was replaced with a different 0.14x190cm non bsc device. A 2.25x6mm flextome cutting balloon was advanced to the target lesion and was inflated once with a maximum pressure of 3 atm. A 3.5x15mm non bsc balloon was then used to dilate the lesion using 2 inflations with a maximum pressure of 15 atm. Intravascular ultrasound (ivus) was performed with a 2.5fx135cm non bsc imaging catheter. A 3.0x28mm promus rx stent delivery system was advanced into the target lesion, and deployed at a maximum inflation pressure of 14 atm. The stent was post dilated using a 3.5x15mm non bsc balloon with 2 inflations and a maximum pressure of 17 atm. Ivus was conducted again using a 2.5fx135cm non bsc imaging catheter. A 3.5x8mm quantum maverick balloon catheter was advanced into the stent and inflated 2 times with a maximum inflation pressure of 18 atm. Ivus was performed with a 2.5fx135cm non bsc imaging catheter. A 3.0x6mm flextome cutting balloon was advanced into the target lesion, and inflated 2 times with a maximum inflation pressure of 12 atm. There were no complications during the procedure, and it was reported that there was 0% residual stenosis post procedure. Timi flow was 3 pre and post procedure.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.